Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq1860 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that leakage from y site needless connection during infusion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed; however, the exact root cause was not identified. The product returned for evaluation was one 20ga x 0.75¿ huber plus safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. A longitudinally aligned split was observed in the proximal luer material. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the split in the proximal luer adapter. Microscopic inspection of the split revealed a granular fracture surface. Multiple superficial stress fractures were observed in the vicinity of the split. Inspection of the threads was unremarkable. The split features and superficial stress fracturing indicated that outward radiating stress originating within the luer orifice likely contributed to the observed split. Such stress can occur if a tapered object such as a slip-fit style accessory is forcefully inserted in to the luer; however, attempts to replicate the damage were unsuccessful, suggesting that an additional unidentified factor(s) also contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that leakage from y site needless connection during infusion. No other information was provided.